Manufacturer narrative:
Calibration and qc were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The gluc3 reagent lot number was 88912001 with an expiration date of 30-sep-2026. The ca2 reagent lot number was 89430901 with an expiration date of 31-oct-2026. On 15-mar-2026, the field service engineer (fse) found issues with multiple solenoid valves throughout the fluidic system. The fse replaced most of the fluidic and solenoid valves. Instrument testing was acceptable. The investigation is ongoing.

Event description:
We received an allegation of discrepant low results for 1 patient sample tested for calcium gen.2 (ca2) and glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial ca2 result was 3.41 mg/dl. The repeat result from a different c503 analyzer was 8.5 mg/dl. The initial gluc3 result was 26.5 mg/dl. The repeat result from a different c503 analyzer was 82 mg/dl. The customer reviewed the initial results and suspected an error. The repeat results were believed to be correct. No questionable results were reported outside of the laboratory.